Event description:
An implantable cardiac defibrillator (ICD) system was returned from a manufacture representative after the physician requested that analysis be completed. The cause of death was not reported. Information identified in the manufacture's data base indicated the patient died approximately three months post implant of the device system approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.